Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: seroma/fluid aspiration. Patient identifier: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation with a mentor memoryshape breast implant 530cc and experienced seroma on the left side post-operatively. The patient underwent aspiration of the fluid on (B)(6)2017. The patient then underwent removal and replacement with a mentor gel breast implant (7492170-039) on (B)(6) 2017.

Manufacturer narrative:
On jan 17 2021, it was noticed incorrect information was erroneously submitted in the previous report. See h11 for details. Manufacturer¿s reference number: (B)(4). On jan 17 2021, it was noticed the device manufacture date was incorrect in the previous report. The appropriate field has been updated.